Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.5/1.0/094 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports there was excessive vaulting. On (B)(6) 2022 the lens was explanted; and the patient does not want to undergo a secondary lens implantation procedure. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: d9-return date: 04/17/2023. H3:device evaluation: lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).